Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 108, code 111) has been confirmed. As received, the monitor produced service codes 108, 111, 112, and 202. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board sn (B)(4). The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was displaying service code 108 and service code 111.